Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the clinical and device manufacturer's investigation.

Event description:
A continuous cycling peritoneal dialysis (ccpd) patient's caregiver called technical support to report multiple drain complication alarms. The patient was admitted on (B)(6) 2015 for pulmonary edema. Upon follow up with the patient's pd nurse, she confirmed that the patient was admitted to the hospital for pulmonary edema additionally, the patient did not complete his treatments on (B)(6) 2015 and (B)(6) /2015 with the cycler (dc alarms believed to be caused by the patients as stated by the rn) and elected not to complete capd. The nurse reported that because he elected not to complete his treatments, this contributed to the admission for pulmonary edema. No allegation was made against any fresenius product. The patient 's medical records were required.

Manufacturer narrative:
Peritoneal dialysis patients with esrd must keep an accurate fluid balance record to avoid over hydration or fluid overload, as well as be compliant with their dialysis schedule. According to the medical record, on admission the patient was diagnosed with pulmonary edema secondary to volume overload secondary to inadequate volume removal with peritoneal dialysis. Moreover, pneumonia was in the differential diagnosis for the acute pulmonary disorder, for which the patient was on antibiotics. Non-compliance with peritoneal dialysis treatment is a plausible explanation for fluid overload. Pulmonary edema is one of the potential consequences of fluid overload in patients with esrd. The actual device was returned to the manufacturer for physical evaluation and determined to be functioning according to product specifications. The front panel bezel gasket was drooping approximately 3 inches over the center of the front panel overlay. The heater tray/scale was not obstructed. During the initial simulated treatment test, multiple pl (patient line blocked) warnings occurred. The treatment would not advance and the test was discontinued. An attempt to troubleshoot the problem was made, the cause of the encountered pl warnings could not be determined. A subsequent simulated treatment was completed without any alarms or problems occurring. An accelerated stress test (ast) was performed on the received cycler without any problems occurring. Following the ast test, a 3rd simulated treatment was completed without any alarms or problems occurring. The reported "dc drain complication encountered" was not reproduced during testing. The valve actuation test and the system air leak test passed. There were no internal, visual discrepancies found in the inspection of the received cycler unit. A device manufacturing record review was conducted and confirmed there were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specs.

Event description:
Medical records: the patient did not complete continuous cycler- assisted peritoneal dialysis (ccpd) therapy on (B)(6) 2015, due to "machine problems", and that he has been non-compliant with his "water pill" medication on (B)(6) 2015, this patient was admitted to a hospital due to shortness of breath, tachypnea, and was diagnosed with pulmonary edema due to missed dialysis treatments. On (B)(6) 2015, after being admitted to an intensive care unit (ICU), the treatment modality was changed from pd to hemodialysis for fluid removal and to expedite improvement in respiratory status. On (B)(6) 2015, the patient was discharged from the hospital in stable condition and showed improvement clinically and treatment modality was changed back to pd therapy with delflex pd solution.